Manufacturer narrative:
(B)(4)

Event description:
The loaner endoscope was received by pentax medical for evaluation on 08-nov-2019 and documented as a "loaner unit return evaluation" involving the pentax medical video colonoscope model ec38-i10l, serial number (B)(4). No complaint was stated and no additional details were provided. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented "forward water jet socket accessory stuck inside" which would confirm the customer's experience and the technician also documented the following inspection findings on 14-nov-2019: passed wet leak test, passed dry leak test. A good faith effort(gfe) email was sent on 15-nov-2019 with no response received. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 17-oct-2014. On 11-may-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 24-sep-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-sep-2014. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 06-jan-2020 under delivery order (B)(4).